Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6)) at the customer site. The customer reported that the thermogard system displayed an unknown error message. Review of the event log data identified tcmid:06 (ce post failure) and tcmid:08 (coolant temperature low) error messages occurring around the reported event date. The tcmid:06 was replicated during the preliminary functional testing. Investigation determined that the root cause of the reported complaint was a tripped thermal fuse in the heating element. After resetting the thermal fuse, the thermogard system successfully passed all functional testing with no further issues or error messages. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed an error message on the screen during startup. No additional details were provided, so it is unknown what specific error code was observed. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.